Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead showed abnormal impedance values after the ICD was changed in (B)(6) 2021. The lead was replaced after estimated implantation period of 66 months on (B)(6) 2021. Implant date not provided.